Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was giving system failure, watchdog failure alarm, and primary audible alarm bngd test failure. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed circuit (pcb) board and a defective left plunger case. The pcb board and plunger case were replaced to fix the issue.